Event description:
Covidien protack 5mm fixation device ref number 174006 lot number pf20413 expiration date 5/31/2027. There were 2 issues noted with 2 separate devices from the same lot number. One jammed and one broke off at the handle. FDA safety report ID #(B)(4).